Event description:
It was reported that the tip of the probe broke in the pt during surgery. The surgeon was unable to retrieve the broken piece. The tip remained in the pt.

Manufacturer narrative:
(B) (4): the probe was returned for eval. Approximately 20mm of the probe tip was broken off and not returned for analysis. The probe was bent from approx 40 mm to the end of the tip. Microscopic examination of the fracture revealed a fairly tortuous fracture surface, suggesting the failure was due to bending stresses. A review of the device history records did not identify any applicable non-conformance to spec.